Event description:
Trauma surgeon placed a perc trach at pt's bedside, in ICU. Pt was positioned, prepped with chloraprep, cautery pad placed on right thigh, and sterile drapes placed. Chloraprep was allowed to dry for more than three minutes. Oxygen on mechanical vent increased to 100% for preparation of procedure. There was nothing different noted in the pt room, such as fans, odors, or gases. Surgeon began procedure without problem. While cautery was being used and upon opening the trachea, flames were noted lasting about ten seconds. Perc trach was quickly placed, and et was removed, with brief dip in o2 sats to 84%. Et tube was blackened and tip was melted. Pt suctioned at end of procedure; no black burn matter noted.